Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump started alarming and had a stuck button and there was no back light. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they were not able to clear the alarm. The customer was advised to revert to the backup plan per healthcare professionals instructions. The device will be returned for analysis.